Manufacturer narrative:
Product analysis: the balloon has been cut. The cut runs perpendicular to the shaft of the ibt. This type of damage is consist ent with the balloon coming in contract with sharp bone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture : compression fracture, it was reported that intra-op, balloon ruptured during inflation. The product came in contact with the patient. A new one was not opened to use, and the balloon of the opposite side was expanded as big as it could. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications were reported.